Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 was ¿loose¿ and difficult to open. A field service engineer checked the slides and found that the bearing cage was present, but moved out of position, which was the cause of binding. The fse moved the bearing cage back into position and adjusted the ¿c¿ channels in the chassis to resolve binding. Issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 1 matrix was bumped while open, not aligned appropriately and user mentioned side railing may needs to be replaced. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.